Manufacturer narrative:
(B)(4). The customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. The et tube and both swivel connectors were returned. The y connector and suction catheters were not returned. The returned connectors were visually examined with and without magnification. Visual examination of the returned samples revealed that the tracheal swivel connector was broken on the 15mm side. The swivel connector is a component purchased from a supplier. A non-conformance was previously opened to further investigate this issue. Corrective actions were implemented under the non-conformance on 08jan2022 to prevent this issue from recurring. This sample was manufactured prior to the corrective actions.

Event description:
It was reported that "the doctor found connector broken when doing clinical setting before using on patient and changed new one. No impact on patient". No patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "the doctor found connector broken when doing clinical setting before using on patient and changed new one. No impact on patient". No patient involvement reported.